Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket had failed and was unable to recognize. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket had failed and was unable to recognize. A field service engineer (fse) addressed an issue where drawer 4, sub drawer 1 would not recover. Upon removing the drawer from the chassis, a visual inspection confirmed that the retractor band was broken on this legacy cubie drawer. The fse unscrewed and replaced the retractor band, secured it properly, and reinserted the drawer back into the chassis. The recovery was successful, and functionality was verified by the customer, through inventory testing. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.